Manufacturer narrative:
Investigation: a used optia set was returned for investigation. Visual inspection revealed blood had circulated throughout the set. The return reservoir was full of blood and blood was found in the vent bag. The disposable set was visually evaluated for any misassembly, leak location, or defect that could have contributed to the reported incident with no anomalies observed. Air bubbles were noted in the return line and at the y assembly of the blood warmer tubing. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported to terumo bct customer support that during a therapeutic plasma exchange (tpe) procedure they noticed air in the tubing post blood warmer. The customer stated that there was no air reinfused to the patient. Leur connections were tight. Patient is in stable condition and there was no medical intervention. Customer declined to provide patient weight and ID.

Event description:
The customer reported to terumo bct customer support that during a therapeutic plasma exchange (tpe) procedure they noticed air in the tubing post blood warmer. The customer stated that there was no air reinfused to the patient. Leur connections were tight. Patient is in stable condition and there was no medical intervention. Customer declined to provide patient age, weight, and ID terumo bct is awaiting return of the disposable set for evaluation.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
Investigation: per the customer, all luer connections were tight and some clots were noted but not in the return line. Tissue plasminogen activator (tpa) was infused. A used optia set was returned for investigation. Visual inspection revealed blood had circulated throughout the set. The return reservoir was full of blood and blood was found in the vent bag. The disposable set was visually evaluated for any misassembly, leak location, or defect that could have contributed to the reported incident with no anomalies observed. Air bubbles were noted in the return line and at the y assembly of the blood warmer tubing. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The customer history report indicates there five reports of a similar issue dating from june 2023. These events were reported on mdrs 1722028-2023-00223, 1722028-2023-00279, 1722028-2023-00273, 1722028-2023-00326. Root cause: a root cause assessment was performed for this complaint. Based on the available information a definitive root cause could not be determined but it is likely due to one or a combination of the possible causes listed below: luer connection from the return line to the blood warmer is placed too high luer connection from the return line to the blood warmer is not tightly closed clumping in the channel connector

Event description:
The customer reported to terumo bct customer support that during a therapeutic plasma exchange (tpe) procedure they noticed air in the tubing past blood warmer. The customer stated that there was no air reinfused to the patient. Leur connections were tight. Patient is in stable condition and there was no medical intervention. The customer declined to provide further patient information.